Event description:
It was reported to philips that the etco2 dust cover is damaged. The dust cover needs to be replaced. The field service engineer (fse) found the dust cover should be replaced. Upon conclusion of the evaluation, it was determined that the etco2 dust cover should be replaced. The device after servicing will be returned to the customer. No further evaluation around the et co2 dust cover is warranted at this time.